Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging missing products from her onetouch ultramini meter system kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient does not take medications to manage her diabetes and reportedly continued to follow her usual management routine. About 10 minutes after the start of the alleged issue, the patient claimed she felt a symptom of sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the patient confirmed the closure seal was intact prior to opening the meter system kit. Replacement products were sent to the patient. Based on the provided information at this time, the linkage between the reported product issue and the alleged injury by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed a symptom suggestive of a serious injury after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.